Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an unknown diameter ruptured right common iliac artery aneurysm. It was reported that during the index procedure, after embolization of the right superior and inferior gluteal arteries, the endurant ii stent graft system was implanted. After implant of the bifurcate, two limbs and an iliac extension, a type iiib endoleak was noted in the region of the iliac extension (etew1313c82ej). Contrast was observed to be leaking into the right eia from the gap between the third stent and the fourth stent. A touch up of the junction site of the etlw1613c124ej and etew1313c82ej limbs was performed, but the endoleak did not resolve. The physician then implanted an additional limb, etlw1613c93ej, aligning the distal portion from the inside. The endoleak was then resolved and the procedure was completed. As per the physician, the cause of the event was a type iiib endoleak from the etew1313c82ej limb, due to the fact that the endoleak resolved after implant of the additional limb. No additional clinical sequelae were reported and the patient is fine.